Event description:
Subsequent to the initial MDR, a correction was updated on 1/2/2026. On (B)(6) 2025 at approximately 6:00 pm, the patient experienced dizziness and headache on the same day the sensor was applied to her arm. At that time, her dexcom app displayed an estimated glucose value (egv) of 236 mg/dl; however, no self-treatment was initiated, and no blood glucose fingerstick (bgfs) comparison was performed. According to technical support (ts), the insulin pump in use was a standalone device and not paired with the cgm, so cgm values were not displayed on the pump. The patient subsequently called for emergency assistance and was transported by ambulance. During transit, a fingerstick glucose test indicated 560 mg/dl, while the egv on the dexcom app was not reported. Upon arrival at the emergency department, her blood glucose remained in the high 500s. The cgm value was noted as inaccurate, and the sensor was removed. The patient was admitted for less than 24 hours and treated with IV fluids and an insulin drip until glucose levels returned to the normal range. She reported feeling better but fatigued upon discharge. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 at approximately 6:00 pm, the patient experienced dizziness and a headache on the same day a new sensor was applied to her arm. At that time, her dexcom app displayed an egv of 236 mg/dl; however, she did not initiate any self-treatment, and no blood glucose fingerstick (bgfs) comparison was performed. The patient called emergency services and was transported by ambulance. During transport, a fingerstick glucose measurement was obtained, showing a value of 560 mg/dl. The dexcom egv at that time was not documented. Upon arrival to the hospital emergency department, her blood glucose remained in the high 500s. The cgm reading was reported as inaccurate, and the sensor was removed. The patient was admitted for less than 24 hours and treated with intravenous fluids and an insulin drip until her glucose levels returned to the normal range. She reported feeling improved but fatigued at the time of discharge. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.